Event description:
Wife of home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 2 of 5. Hp discontinued treatment at time of the 2240 alarm. No further specific info regarding this incident is known.